Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 531 mg/dl; cause was unknown. Reportedly, customer was using insulin not approved for use with the pump per tandem labeling. Bg was not addressed at the time of the call. The customer was instructed to consult with healthcare provider regarding bg level.